Manufacturer narrative:
E3 - occupation: corrected manufacturer's investigation conclusion: review of the submitted image confirmed superficial pump cable damage; however, a specific cause for the damage could not be conclusively determined through this evaluation. The customer submitted one photo of the damaged pump cable bend relief. The photo showed the pump-side inline connector with degradation of the bend relief. Parts of the bend relief proximal to the inline connector were noted to be missing. No wires were exposed, and the damage appeared to be cosmetic in nature. The submitted controller event log file contained data spanning approximately 6 days. The system controller¿s clock was observed to have been desynced, displaying as (B)(6) 2002 throughout the data which resulted in an active clock not set alarm. The clock was synced near the end of the data on (B)(6) 2025 (see (B)(6) investigation). The log file also captured a driveline disconnection on (B)(6) 2025 at 12:29:32 that was associated with the reported controller + modular cable exchange. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. It was reported that the patient had issues with their pump cable. The bend relief plastic was broken down and had fallen off. The driveline outer jacket was intact, and rescue tape was applied. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had issues with their driveline proximal to the exit site from the modular cable connector. The bend relief plastic was broken down and had fallen off. The outer driveline plastic was intact, and rescue tape was applied. The modular cable was replaced due to the outer plastic separating from the shielding. The patient described it as a "puffy" cable. There were no alarms noted. The event log file captured controller clock corrupt events, and the clock was synched on 16may2025. There was a driveline disconnect event on 16may2025 at 12:29 when the modular cable was exchanged. The cause of the driveline disconnect alarm was likely from the modular cable exchange. There was no system controller damage. The system controller was exchanged during the modular cable exchange. The system controller was exchange on (B)(6) 2025 at an outside facility without left ventricular assist device (lvad) equipment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.